Manufacturer narrative:
G2. Foreign: united kingdom medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient will be seen by the team in two weeks¿ time. They haven¿t had any calls, so they think recharging more and to full has helped. Additional information was received. It was reported that the team has stated that recharging more frequently has definitely helped, and the issue seems to be resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that from the mdt data report it can be seen that the patient regularly let the implantable neurostimulator (ins) completely deplete resulting in a loss of stimulation. Then, what can be seen from the report is that during the last 10 recharge sessions the neurostimulator is not always fully charged; only two times the ins was charged between 90% and 100%. Sometimes the neurostimulator is only recharged until approximately 40%, 60% or 70%. As the neurostimulator is not always fully charged according to the last 10 recharge sessions, the patient might experience that the ins needs to be charge more frequently. Based on the data it can be seen that the recharge sessions were ended due to the recharge antenna having lost contact with the ins independent of the coupling strength (meaning this happened for both poor and good, as well as excellent coupling). Losing contact between the ins and recharge antenna can be caused by, for example, picking up the antenna from the skin, a slight movement of the antenna over the skin, a disconnect between the controller and antenna, or the position of the ins relative to the skin (e.g. Parallel, depth, possibility to move). It was advised to recharge more frequently and to verify the recharge procedure steps and best practices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient passed through some scanners and felt that the ins has never been the same. The ins battery was depleting much more quickly than his previous ins which was a different model. The handheld even though fully charged, cuts out in the middle of recharging meaning the session was cut short.  Impedances were out with the previous ins and have continued with the current ins. Contacts 4 thru 7 have impedance measurements of 40,000 ohms. Additional information was received reporting the battery depletion was not considered normal. The cause of the high impedances and recharging issues were unknown. The high impedances didn¿t seem to interfere with anything as it wasn¿t these electrodes that were being used. Further stated that the patient was receiving therapy as he was using the electrodes that were not high. It was the charging that has become a burden. New hardware and an mdt report will be taken at patient's next visit on (B)(6) 2023. The issue was not resolved yet as haven't had a full investigation yet.

Manufacturer narrative:
Continuation of d10: product ID 3778 lot# unknown serial# implanted: explanted: product type lead b3: date is unknown. H6: codes apply to the lead g2. Foreign: united kingdom. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient passed through some scanners and felt that the ins has never been the same. The ins battery was depleting much more quickly than his previous ins which was a different model. The handheld even though fully charged, cuts out in the middle of recharging meaning the session was cut short.  Impedances were out with the previous ins and have continued with the current ins. Contacts 4 thru 7 have impedance measurements of 40,000 ohms. Additional information was received reporting the battery depletion was not considered normal. The cause of the high impedances and recharging issues were unknown. The high impedances didn¿t seem to interfere with anything as it wasn¿t these electrodes that were being used. Further stated that the patient was receiving therapy as he was using the electrodes that were not high. It was the charging that has become a burden. New hardware and an mdt report will be taken at patient's next visit on (B)(6) 2023. The issue was not resolved yet as haven't had a full investigation yet. Additional information was received from a manufacturer representative. It was reported that from the mdt data report it can be seen that the patient regularly let the implantable neurostimulator (ins) completely deplete resulting in a loss of stimulation. Then, what can be seen from the report is that during the last 10 recharge sessions the neurostimulator is not always fully charged; only two times the ins was charged between 90% and 100%. Sometimes the neurostimulator is only recharged until approximately 40%, 60% or 70%. As the neurostimulator is not always fully charged according to the last 10 recharge sessions, the patient might experience that the ins needs to be charge more frequently. Based on the data it can be seen that the recharge sessions were ended due to the recharge antenna having lost contact with the ins independent of the coupling strength (meaning this happened for both poor and good, as well as excellent coupling). Losing contact between the ins and recharge antenna can be caused by, for example, picking up the antenna from the skin, a slight movement of the antenna over the skin, a disconnect between the controller and antenna, or the position of the ins relative to the skin (e.g. Parallel, depth, possibility to move). It was advised to recharge more frequently and to verify the recharge procedure steps and best practices. Additional information was received. The patient will be seen by the team in two weeks¿ time. They haven¿t had any calls, so they think recharging more and to full has helped. Additional information was received. It was reported that the team has stated that recharging more frequently has definitely helped, and the issue seems to be resolved at this time.